Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient had an amputation on (B)(6) 2019 and the neurologist was inquiring about the possibility that the "battery portion may have been disturbed" during surgery and the patient was concerned something was going on. The patients symptoms had returned; their voice shook a little more and they had less control of their voice. No troubleshooting/interventions were performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient's return of symptoms and voice control issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) stating the hcp told the patient to ice the spot that is sore under the battery location. It was noted the patient turns the device on and off each night using their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp), manufacturing representative (rep), stating the cause was unknown but the patient believes it was when they were transferred to bed from the stretcher. It is unknown if the issue had resolved.